Manufacturer narrative:
Patient age was reported as being in his 60s. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport within the hospital while in use, the cardiosave intra-aortic balloon pump (iabp) the upper pocket door was left open and hit the automatic door, causing the hinge to deform. The upper pocket door does not open properly. There was no effect to the patient.

Manufacturer narrative:
Updated fields: a2, b4, d1, d4 (version or model #, catalog #), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated during transport within the hospital, the upper pocket door was left open and hit the automatic door, causing the hinge to deform shape. Improved by modifying the hinge.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a